Event description:
It was reported that during a bronscopy with stent placement procedure, the deployment suture broke. Upon attempting to deploy the ultraflex tracheobronchial 14 mm x 4mm stent in an unspecified bronchi, the delivery suture broke. It is not known if this stent was deployed or removed, however, it was noted that the physician was able to complete the procedure "with no pt complications and the pt is fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.